Event description:
It was reported that the device reached elective replacement indicator after three years and that premature battery depletion is suspected. The device is planned to be replaced. It was further reported that the device has now been explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the device reached elective replacement indicator after three years and that premature battery depletion is suspected. The device is planned to be replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. However performance data was collected from the device and analyzed. Analysis revealed that the battery voltage was pre/approaching eri (elective replacement indicator). The weekly battery voltage trend data in save to disk file (B)(4) shows min battery equaling 2.838 to 2.633 volts between (B)(6) 2012, is before device rrt (recommended replacement time) less than or equal to 2.6251 volts. The device was now returned, analyzed, and analysis of the device revealed normal battery depletion; meets expected longevity.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. However performance data was collected from the device and analyzed. Analysis revealed that the battery voltage was pre/approaching eri (elective replacement indicator). The weekly battery voltage trend data in save to disk file _297000 shows min battery equaling 2.838 to 2.633 volts between (B)(6) 2012 is before device rrt (recommended replacement time) less than or equal to 2.6251 volts.